Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The reporter indicated that an unapproved viscoelastic was used for the lens model. Root cause: no root cause could be identified by investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2011, (B)(4) 2011 and on (B)(4) 2011 by phone, fax and mail. A completed questionaire was received on (B)(4) 2011. (B)(4). This report was mailed to FDA on 05/13/2011. (B)(4).

Event description:
A surgeon reported a pt experiencing blurred vision at distance and near and, "greyness" approx one to two weeks following intraocular lens (iol) implant surgery. In a f/u, the surgeon indicated that an lri (limbal relaxing incision) was performed after lens implantation (date not provided) and the issues were observed after the lri. He reported that the pt continues to have fair to good distance vision and poor near vision.